Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation. It was reported that the irritation resembled dry skin or eczema. The patient's skin was not open or bleeding. The patient consulted his physician who advised to use a cream. The current medical condition of the irritation is unknown as multiple follow-up attempts were not successful.